Event description:
A consumer reported that the footswitch was not recognized by the system because the cable was deformed. System message was displayed. The event occurred before surgery, when the device was turned on. There was no pt involved. Add'l info has been requested but not received to date.

Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info has been requested but not received to date. (B)(4).